Manufacturer narrative:
(B)(4). Batch # unknown. Initial reporter name and address: no contact information was provided in the maude report; mw5101311. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported, investigating the reported failure of ethicon curved cutter disposable stapler model cs40b. It was used to create anastomosis following colostomy takedown during that procedure. The operating physician reported in some detail that the stapler misfired causing leakage that required her to repair the two defects over 3-0 silk sutures. She could not get an airtight fit on first test after repair but did so on second effort. Closed the patient six days later the patient was grossly septic from anastomotic breakdown which could not be repaired on laparotomy. Surgeon created another diverting colostomy and sent the patient to a larger facility. Sepsis overwhelmed him and he died.